Event description:
It was reported that the pt originally had excellent speech perception after activation. On (B)(6), the pt contacted his audiologist reporting that his amade audio processor had spontaneously stopped working. The pt had already tried a replacement processor, but this did not allow the resumption of sound. During the device testing the results indicated a possible floating mass transducer-incus coupling problem. Revision surgery is expected to take place during (B)(6) 2011 to investigate the possible coupling issue.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.